Event description:
A nurse reported that the intraocular lens would not remain centered when placed in the eye. The surgeon removed the lens and put in a different model. However, there was extensive bleeding and the replacement lens also had to be removed. More info has been requested.